Event description:
Litigation papers allege the pt underwent revision surgery. It is further alleged that the pt is permanently harmed by metal poisoning and metallosis from the metal debris of the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.